Event description:
It was reported that (1) tx30g was used during an lower anterior resection procedure. It was reported by the rep that the surgeon closed the first handle on tissue and fired the second handle of the stapler. However, upon inspection it was noted that the staples did not form the (b) shape nor "eject" from the cartridge. The stapler, cartridge and staples were removed and returned for inspection by ees. Another stapler was opened and used to complete the procedure. There was no consequence to pt.